Event description:
Inbound. "Pc only", patient reports no disposable alarm at intervals with cadd legacy pump, cassette reservoir volume 53 ml, no cassette information available. No further details provided.